Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported the "little strut of the inserter that threads into the implant broke as the implant was positioned inside the patient." Add'l info was rec'd anterior cervical discectomy and fusion (acdf) surgery was performed. The surgeon did not notice the broken device during surgery. It was not discovered after the surgery was completed. A small rectangular shaped strut that should be attached to the inserter came off and the customer said it was likely the piece "sheered off when the surgeon manipulated the cage into place during surgery". The rectangular piece was reported to be found after the surgery during the cleaning of the instruments on the back table. The surgery was completed without any adverse consequence to the patient reported.